Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The device was filled with 126ml fluorouracil in 114 ml 5% dextrose solution to a total fill volume of 240 ml. The expected therapy time was 120 hours. However, the device was reported to have completed infusion 48 hours earlier than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.